Event description:
Bed alarm did not sound. Pt got out of bed alone and fell. Failure was determined to be caused by one missing prong and one broken prong in the male connector end of the cable to the bed. Cable has been replaced with a cable that has a stronger band of metal around the prongs. The band on the failed cable can be bent easily.